Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00114. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the ventilator is unstable on the stand. It was reported there was no patient involvement at the time the issue was discovered. The customer requested to have the authorized service provider (asp) field service engineer (fse) be dispatched onsite, and the remote service engineer (rse) created an onsite work order (wo). Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.